Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. The complainant indicated that the battery being used had a low capacity and the crew did not have a spare battery with them. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical us. The customer's malfunction was not replicated or confirmed. Testing of the customer's battery observed a "low battery" condition. A review of the device's activity data did not show any evidence to support an error message associated with a pad problem. It is possible that the low battery condition may have been the cause of the problem, however without review of the patient clinical data, this was not able to be firmly established. The battery was scrapped as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.